Event description:
The patient reported that the v-go had the needle button come out prematurely yesterday, (B)(6) 2020. It had been on for three or four hours. The patient did not accidentally press the needle release button.